Event description:
A medtronic representative reported that there was an alleged inaccuracy noticed during a navigated spine procedure. The surgeon had placed spinal hardware with navigation using o-arm imaging. They then took another spin to do additional levels and when they went back to navigate they noticed an inaccuracy. At this point, they discontinued navigation and proceeded with a c-arm. There was no reported impact on the outcome of the patient.

Manufacturer narrative:
Patient age was not available from the site. A medtronic field service technician tested the system on-site. Possible depth perception/ accuracy issue was reported to have occured using the tracker on the left side of the o-arm. Navigational accuracy check was performed and was found to be within specs. Accuracy check performed on right side tracker showed it to be 3-3.5 mm out of specification. The reported event was confirmed on the right side. Geo-calibration was performed on the right side o-arm tracker. The system then passed all accuracy checks and the system was fully functional.